Manufacturer narrative:
The failure investigation has been performed and the alleged malfunction was verified. Based on the analysis, the alleged issue (occlusion) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that multiple occlusion alarms occurred. The supplies were changed multiple times. There was no impact to blood glucose. Reportedly, the alarms were cleared and insulin delivery was resumed.